Event description:
New information received from the clinician stated that there was a reprogramming done for the patient's lead.

Event description:
It was reported that there was an event lead over-sensed noise noted remotely via merlin.net. No intervention was performed. There were no patient symptoms.